Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, radiation tx-head / neck area, complication in site preparation, peri-implantitis, swelling.